Manufacturer narrative:
Zip code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant slightly broken".

Event description:
Explanting physician reported left side "implant slightly broken," diagnosed by MRI. The device has been explanted.